Event description:
When attempting to advance the contralateral iliac leg graft through a very tortuous vessel, the pink cannula of the delivery system bent. The prior angiogram performed noted the vessel on the contralateral side appeared to "double back" on itself at a 180 degree angle. The delivery system was removed and the decision was made to convert the procedure to an aortouni-iliac configuration. Upon deploying the converter in the maid body graft, the converter was deployed too low. A later angiogram noted a type iii converter. Interventional measures to resolve the endoleak were considered, with the decision to deploy a second converter in the main body graft on the following day. During the secondary intervention to resolve the endoleak, the second converter was deployed more proximal in the maid body graft. Completion angiogram still noted a slight type iii endoleak between the first converter and the main body graft, but the leak was observed to flow downward and fill the contralateral iliac artery. A follow-up exam was scheduled for one month. However, it appeared that the endoleak may occlude.